Manufacturer narrative:
Summary of investigation review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. As received the screw was partially extended and bent. The fixation mechanism was blocked due to blood coagulation within the tip. After thorough cleaning to remove the blood residue, the fixation mechanism could not operate as specified. X-ray tests confirmed that the screw was damaged, this finding could be occurred during the implantation attempt. All other dimensional measurements were within specifications. The lead body was measured and revealed a diameter within specification which could be inserted into a 7f introducer (diameter: 1.97 mm) without any blockage. The most plausible hypothesis to explain the reported event could be related to the high tension / pressure applied to the lead during insertion into the introducer, where some friction occurred, leading to the insertion difficulties observed during the implantation attempt. It should be noted that inserting the lead with the stylet inside and wetting/ lubricating of the lead body may facilitate its insertion and avoid the friction. Based on the provided information a lead issue is not suspected to be related to the reported problem. This case is retained and utilized for trending purposes. For more details please refer to the attached report analysis

Event description:
Reportedly, when the lead was inserted into the introducer, it was observed that it was stuck to the vein, and only a short portion of the lead was able to pass the introducer. When the lead was removed, the physician noticed that the screw was slightly extended, so he tried to retract it, but the screw was unable to be retracted. The physician decided to not to implant the lead and to use a new one.

Event description:
Reportedly, when the lead was inserted into the introducer, it was observed that it was stuck to the vein, and only a short portion of the lead was able to pass the introducer. When the lead was removed, the physician noticed that the screw was slightly extended, so he tried to retract it, but the screw was unable to be retracted. The physician decided to not to implant the lead and to use a new one.